Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Four batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The batteries were able to charge and discharge with no observed anomalies. As a result, the reported inability of the two returned batteries to hold a charge was not confirmed. Log file analysis was not performed because log files covering the reported event were not available. As a result the reported power switching event could not be confirmed. There is no evidence that the lubrication servicing was performed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported inability of the four un-returned batteries to hold a charge may be attributed to soldering or welding defects. A possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or to momentary disconnections due to corrosion of the controller power port pins. Additional products: battery / (B)(6). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery / (B)(6). H6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 battery / (B)(6). H6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 battery / (B)(6). H6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 battery / (B)(6). H6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4:1650de/ (B)(6) /model#:1650/expiration date:2019-04-30 UDI #: (B)(4). D10: no h4: mfg date: 2018-04-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4:1650de/ (B)(6) /model#:1650/expiration date:2019-03-30 UDI #: (B)(4). D10: yes h4: mfg date: 2018-03-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA conclusion code(s):4315 d1: heartware ventricular assist system ¿ battery d4:1650de/ (B)(6) /model#:1650/expiration date:2019-03-30 UDI #: (B)(4). D10: yes h4: mfg date: 2018-03-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4:1650de/ (B)(6) /model#:1650/expiration date:2019-04-30 UDI #: (B)(4). D10: yes h4: mfg date: 2018-04-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the other four batteries were not holding charge. The batteries were replaced.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, model #: 1650de/bat752393, model # :1650, expiration date: 2019-04-30, UDI #: (B)(4). Device available for evaluation: yes. Mfg date: 2018-04-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both batteries would not hold charge. It was also noted that there was power switching to the other power source earlier than expected. Both batteries had been lubricated. Both batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The batteries were able to charge and discharge with no observed anomalies. As a result, the reported "inability to hold a charge" event could not be confirmed. Log file analysis was not performed because log files covering the reported event were not available. As a result, the reported premature power switching event could not be confirmed. There is no evidence that the lubrication servicing was performed on one of the batteries. A possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to corrosion of the controller power port pins. Additional products: battery / (B)(4). FDA method code(s): 10. FDA results code(s): 213 battery / (B)(4). FDA method code(s): 10. FDA results code(s): 213 battery / (B)(4). FDA method code(s): 10. FDA results code(s): 213 battery / (B)(4). FDA method code(s): 10. FDA results code(s): 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.